Event description:
It was reported that this pacemaker recorded a code 1003, a request was made to have data from this device analyzed. Data analysis identified high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.